Manufacturer narrative:
A batch review of the reported lot indicates there were no non-conformances reports issued for the finished goods lot. The product from this finished goods lot and all of the components met surgical specialties requirements throughout the incoming, manufacturing and the final inspection processes. The needle is an ethicon component. No samples were returned for testing or review. There were no retained samples available for testing. Ethicon third party summary has not been received to date. A potential root cause for a needle detaching when tugged during the procedure could be that the suture was not fully inserted within the end of the needle during the manufacturing process. It¿s also possible the device was grasped on the swaged end of the needle causing damage to the suture material allowing the needle to break away from the suture strand. Without receiving and reviewing the actual detached device, reviewing magnified photo(s), of the detached device or receiving detailed information regarding the storage and handling of the material, preoperative preperation of the device(s), tools utilized to grasp the device(s), procedure(s) performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time. The ¿precautions¿ section in the IFU for the suture/needles devices states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. ¿to avoid damaging needle points and swage areas, grasp the needle in an area one third (1/3) to one-half (1/2) of the distance from the swaged end to the point.

Event description:
It was reported that during c-section surgery, the needle pulled off suture when sewing skin tissue. X rays were used to look for the needle but could not find it. The needle was left in the patient. Changed to another one to complete the procedure. The delay in the procedure was approximately 4.5 hours. The patient is reportedly stable in hospital now.